Manufacturer narrative:
Device analysis: no malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Measured 4.0cm. The allegation was not confirmed as the cuff performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary additional information: b5 - further information was reported that the 4.0cm cuff was tried not used due to the cuff being too tight.

Event description:
It was reported that during the implant procedure the 4.5 cm cuff was tried not used due to patient anatomy with an artificial urinary sphincter (aus). The 4.5cm aus cuff was not implanted and a new 4.0cm aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Further information was reported that the 4.0cm cuff was tried not used due to the cuff being too tight.

Event description:
It was reported that during the implant procedure the 4.5 cm cuff was tried not used due to patient anatomy with an artificial urinary sphincter (aus). The 4.5cm aus cuff was not implanted and a new 4.0cm aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that during the implant procedure the 4.5 cm cuff was tried not used due to patient anatomy with an artificial urinary sphincter (aus). The 4.5cm aus cuff was not implanted and a new 4.0cm aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Further information was reported that the 4.0cm cuff was tried not used due to the cuff being too tight.

Manufacturer narrative:
Additional information: b5 - further information was reported that the 4.0cm cuff was tried not used due to the cuff being too tight.